Event description:
The customer reported a retinal detachment occurred during the case. The surgeon has indicated the infusion cannula appeared to be 'leaky'. Add'l info rec'd from the facility risk manager stated the event occurred at the beginning of the case. The surgeon stated he pre-tested the infusion cannula. The tip was visualized and noted to be free of obstruction within the vitreous base. The infusion cannula was turned on. The vitrectomy was started when immediately it was noticed that a small retinal detachment was present inferiorly. The infusion cannula was immediately clamped and the tip was again visualized through the pupil and noted to be free of obstruction. The infusion cannula was again turned on and the vitrectomy resumed. The retinal detachment was noted to enlarge. The infusion cannula was again clamped. A 25 gauge needle on a tuberculin syringe was inserted to perform external needle drainage of the subretinal fluid. The retinal detachment was mitigated with prophylactic cryopexy, perfluorocarbon liquid tamponade, and panretinal endolaser photocoagulation. A fluid/air exchange was performed to remove the perfluorocarbon liquid. The instruments were removed and the wound was noted to be self sealing. The surgeon then injected sf6 gas. The infusion cannula was clamped and removed. The sclerotomy was noted to be self sealing. The intraocular pressure was measured and was within normal limits. The pt tolerated the procedure well. The pt is doing well at home.

Manufacturer narrative:
The company service rep examined the system and did not find any problems. The system was then tested and met all product specifications. The customer sent samples for eval. The samples have been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).